Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range, the criteria for the rv lead integrity alert were met, there was oversensing due to non-physiologic signals/sensing integrity counter (sic) and there was oversensing associated with the rv lead. The analyst commented there were 15 ventricular non-sustained episodes less than or equal to 200 milliseconds and 15 ventricular fibrillation episodes less than or equal to 210 milliseconds average v cycle on (B)(6) 2013 and there was one patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2013. Daily pace lead trend data showed an increase for the rv pacing impedance equal to 656 to 12944 ohms peak between (B)(6) 2013 and (B)(6) 2013. There was one patient alert for lead failure predictor and one patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2013. Additionally, there was a sic of (B)(4) counts in 4.12 days between (B)(6) 2013 and (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks. It was also reported that the right ventricular (rv) lead had a high number of short v-v counts, high pace/sense impedance and noise was present on the patient's electrogram. The pace/sense portion of the rv lead was capped and replaced; the high voltage portion remains in use. No further patient complications have been reported as a result of this event.